Event description:
This is a report of a minivolume extension set in which lipids would not pass through the set during priming. It was reported that the distal end of the set was "much smaller than can be seen with a naked eye". A patient was involved, but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the sample showed no signs of leakage. Functional testing showed normal flow. No cause was identified, as no evidence of product malfunction was observed. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). A batch review was conducted and revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The sample was not available for evaluation. Therefore, no analysis can be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.